Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) with ketones of 0.2. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During the fluid path testing, fluid was observed diverting through a tear in the exposed portion of the soft cannula. Although the cannula was damaged, the timing and cause of the damage are unknown. No time outs or drive stalls were observed in the data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.